Event description:
It was reported that the patient presented in the emergency room after receiving appropriate high voltage therapy. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. The patient was asymptomatic. Further information was requested, but not yet available.